Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the helix was distorted/bent, there was blood in/on the helix mechanism and sleevehead, the tip seal was observed to be out of position and the lead appeared damaged at implant.

Event description:
It was reported that during apparent device change out/upgrade two leads were attempted to be implanted but were not used. No accompanying paperwork or subsequent follow up give any information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.